Event description:
It was reported to philips that the system does not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to start up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found software issue. To resolve the issue, the fse reloaded the software. After software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.